Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a battery failed error. There was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 24may2019. The manufacturer¿s international service technician confirmed the reported battery issue. The service technician confirmed the 1124 (failed battery test) error code. The manufacturer¿s international service technician replaced the li-ion battery assembly to address the reported problem. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.